Event description:
A laser technician reports a pt with a thin flap following lasik surgery in the right eye. The event resolved without treatment. The surgeon was able to lift the flap and complete the lasik procedure. One day post-op this pt's ucva in the right eye was 20/20-2. There was no injury reported. This report is for the right eye, the left is being reported on manufacturer report # 3003288808-2011-00350.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 03.56 when additional information becomes available. (B)(4).